Event description:
It was reported by the patient that they felt their device "fired" and the patient called the ambulance. Then on the way to the hospital the device "fired" again and the emergency medical technician in the ambulance felt it fire too. However when the patient got to the hospital, the patient was told the device never went off. Follow up was attempted, but no additional information was obtained about the reported information. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.